Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Initial reporter email address unknown / not provided. PMA/510(k) number k011028 and k013227.

Event description:
Doctor reported the implant fractured and was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. An impl scr-v mini sbm 3.3mm 3.5mm 13mm (svmb13) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, a crown attached and a fracture at the threads. Pre-existing condition was noted on the per is bruxism. The reported device location was #34 and was used for approximately 4 years.pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19 information identified: contraindications, warnings. DHR review: DHR review was completed for the subject lot number (63277853). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63277853) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture : implant. Post market trend review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Based on the available information, device malfunction did occur and the reported event was confirmed.